Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two surgical leads for bilateral upper extremity to top of the shoulder pain on (B)(6) 2010. It was reported that following a coughing spell the pt experienced significant overstimulation. Additionally, her stimulation coverage is reportedly inadequate. A diagnostic test revealed invalid impedance measurements for one of her lead contacts. Efforts to recapture effective therapy coverage via reprogramming proved unsuccessful. The pt is working closely with her neurosurgeon to determine the next course of action.